Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of power failure was confirmed during product evaluation. The root cause was assigned to a blown ac fuse. The main supply fuses were replaced to correct this condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of power failure. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has received similar reports for the reported problem. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.